Event description:
It was reported to technical services on 1 /19/11 that this ra lead was stuck in the header of a device and had to be removed using a bone cutter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).